Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to the power cord being unplugged from the wall was not confirmed. The heartmate mobile power unit was not returned; however, a log file was submitted. The submitted log file contained 256 events spanning approximately 9 days ( 28sep2021 ¿ 07oct2021 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the mobile power unit. Multiple attempts were made to obtain additional information about the reported event such as if the mpu will be returning, serial number of the mpu, and if the mpu has a v-lock connector on the ac power cord; however, no response was given. The root cause of the reported event was determined to be from the ac power cord becoming disconnected from the outlet, as reported. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-05958. It was reported that the patient experienced a no external power alarm on 03oct2021. The patient stated that the cord was unplugged from the wall while at a rehabilitation facility. Log file analysis captured 2 series of pump stops on (B)(6) 2021. The first pump stop lasted 8 seconds and the second lasted for 7 seconds. The patient was on battery power during both instances. There were no other unusual events recorded in the log file event history.